Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01589.

Event description:
The patient was undergoing a coil embolization in the aorta using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, prior to insertion into the guiding catheter, the physician noticed a thin metal fiber at the tip of a lantern; therefore, it was not used in the procedure and a new lantern was opened. While advancing a ruby coil through the new lantern, the physician experienced resistance and therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.